Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique, fever and peritonitis with (B)(6) and gram positive organism in a patient coincident with dianeal pd4 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient was diagnosed with peritonitis manifested as cloudy effluent, abdominal pain and fever. The patient was treated with gentamycin 0,6mg/kg daily, intraperitoneally from (B)(6) 2011 through (B)(6) 2011 and cefazolin, 15mg/kg once daily, intraperitoneally from (B)(6) 2011 through (B)(6) 2011. The patient was hospitalized from (B)(6) 2011 through (B)(6) 2011. On (B)(6) 2011, the patient recovered from the event of peritonitis. The outcome for the break in aseptic technique and the fever was unknown. Per the reporter, the event of peritonitis was not related to dianeal. An opinion of causality was not reported for the events of break in aseptic technique and fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.